Event description:
It was reported that a pt presented high lead impedance readings at a routine office visit. The pt's device was disabled due to the high lead impedance readings and the pt was sent for a surgical consult. Good faith attempts to obtain additional information are currently being made.